Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device revealed evidence confirming the reported wear. The noted damage is consistent with device wear out through heavy high cycle usage in the field and the investigation did not establish a need for corrective action. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The cutting blocks are worn and I ordered in replacements to swap out with new cutting blocks.